Event description:
It was reported that during a coronary stent procedure, the physician had successfully placed an express2 stent in the mid lad and then noted some disease distal to the first stent. It is unknown if the lesion in the mid lad had been pre-dilated. He then attempted to stent the area distal to the first stent, however, he was unable to cross the leison. While attempting to retract the delivery/stent device back into the guide the stent dislodged. The physician then ran a balloon up and down the wire and feels that he was able to deploy the stent. Patient status is listed as "okay".